Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a connection error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residue water staining on the scope connector and vertical lines on image. A definitive root cause could not be identified. Based on the results of the investigation, for the reported failure and vertical lines on image. The most probable cause was traced to component failure. Additionally, for the residue water staining on the scope connector the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.